Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive and required CPR. The pump was off at the time the patient was found. Once power sources were changed out, the pump restarted. The patient was intubated and sedated. The log file captured low voltage advisory events starting (B)(6)@0343 and 0359 while using battery power. The advisory events turned into hazard events @0510 through 0623 when the 14v battery power was depleted. The backup battery(ebb) in the controller powered the pump until 0640 when the ebb was totally depleted and the pump turned off. Due to the clock reset, the exact pump off time was not able to be determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. The exact time span of the submitted log file could not be determined as the system controller clock was reset to the default timestamp of (B)(6)2001; however, prior to the controller clock being reset the log file contained approximately 21 days of data ((B)(6)2023 per the timestamp). The log file captured the 14v batteries and system controller backup battery becoming completed depleted due to extended use, resulting in a pump stop and the system controller powering off. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on (B)(6)2023 at 03:43:35 due to the 14v batteries falling below the low voltage threshold. The 14v batteries were connected to the controller for approximately 9 hours before the low voltage advisory alarm activated. After continued use, a low voltage hazard alarm activated on (B)(6)2023 at 05:10:04. A no external power alarm then activated on (B)(6)2023 at 06:23:59 due to the 14v batteries becoming depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. Following the loss of external power, the pump stopped and the system controller powered off on (B)(6)2023 at approximately 06:40:41, indicating that the backup battery had also become fully depleted. Upon powering on the system controller, a controller clock not set alarm activated due to the controller clock being reset to the default timestamp of (B)(6)2001. The pump was restarted on the timestamp of (B)(6)2001 at 01:00:06 without any issues. Due to the system controller powering off, the exact duration of the pump stop could not be determined from this log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the cause of the patient being unresponsive was determined; however, no response was received. The root cause of the reported full battery depletion could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.